Manufacturer narrative:
Device evaluation: two samples were received for evaluation on 12/23/2015. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that bd vacutainer® winged safety push button blood collection sets leaked at the point where the needle connects to the tubing outside of the vacutainer adaptor. Activating the safety device caused blood to be splashed. There were two separate occurrences on the same night with one employee having blood splashed to his face. Although the employee was wearing glasses, he believes there was exposure to his mouth and nose. The employee had blood work and will have additional follow up blood work in 6 months.

Manufacturer narrative:
Device evaluation: result - a review of the device history record was completed for lot 5245671. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Two samples were received for evaluation. Each sample was draw tested and the button was retracted. No incidents of leakage or splatter identified. The returned customer sample did not confirm the reported defect. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. No root cause has been identified as defect was not confirmed. Received 2 samples.